Event description:
It was reported to philips that the device fails auto check. There was no patient involvement. The field service engineer (fse) evaluated the device and found the high voltage capacitor was out of tolerance. The high voltage capacitor needs to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails the auto check.